Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional two prostyle devices referenced in are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14fr sheath and the tavr procedure was completed. Hemostasis was achieved in the rcfa with the sutures of the two pre-placed prostyle device sutures. An arteriotomy closure of the calcified left common femoral artery (lcfa) was attempted using a prostyle device after the procedure via a 6fr sheath hole. When the suture of the prostyle device was tightened, the suture broke. A non-abbott device was used to achieve hemostasis of the lfca. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.